Manufacturer narrative:
G4: this device is not distributed in the USA; therefore, the PMA/510(k) number is not applicable. Additional information: the processor used in combination was an epk-i8020c with software version 0107c-1.0060, serial number: (B)(6). Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 20-jun-2025, pentax medical became aware of an event involving a pentax medical video colonoscope model: ec38-i20cf, serial number: (B)(6) in france within the emea region. A procedure was performed using a processor equipped with the new software version. When the endoscope reached the ileocecal region, the endoscopic image turned reddish and became darker. There was no harm to the patient, and the procedure was completed with the endoscope concerned. At the end of the procedure, some residue was observed on the illumination lens. Although there was no bleeding during the procedure, the physician reported that this issue had made the procedure risky. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report - updated, g6: follow-up #: 1, h2: if follow-up, what type? - updated, h3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation conclusions additional information: d4: primary unique device identifier (UDI), h4: device manufacture date, h11: evaluation summary. Evaluation summary: the event that occurred is a red image. Based on the investigation, a potential root cause of this failure is that organic matter, such as feces, adhered to the light cover glass. The organic matter adhered to the light cover glass at the tip and coagulated due to the thermal energy of the light. A definitive root cause of the reported issue could not be identified. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 01-aug-2024 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 19-aug-2024. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.